Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into a female patient. While applying minimal insertion force, the clinician attempted to pass the sheath/dilator assembly through the skin and noticed the tip of the peel-away sheath peeled back on the dilator. Follow up information states a skin nick was not performed. The patient had loose adipose tissue/skin. The clinician attempted to pull the skin taut but may not have choked up on the dilator/sheath. They used kit cdc-05563-hpk1a to complete the procedure successfully.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the sheath tip peeled back during insertion was confirmed. The customer returned one arrow sheath/dilator assembly. Visual examination of the returned sample revealed that the dilator was returned inserted through the sheath and was protruding from the sheath tip. The peel-away sheath tip is damaged but the dilator tip appears undamaged. Microscopic examination revealed that the sheath tip edge is pushed back creating a bend/fold (accordion- like) and is flared. This damage results in an uneven/ jagged tip edge. Microscopic examination of the dilator revealed that it was used but not damaged. The sheath measured 2.76" in length which meets specification per the sheath graphic (length: 2.625 -2.875"). The tip inside diameter (ID) could not be accurately measured due to the tip damage. The returned dilator measured 3.89" cm" in length which meets specification per the dilator graphic (length: 3.75 -4.0"). In addition, a 0.018" long pin was passed through the dilator confirming that it was not blocked. The IFU for this product provides insertion other remarks: techniques for the sheath/ dilator assembly and warns the user not to withdraw the dilator until the sheath is well within the vessel to prevent sheath tip damage. It also states to enlarge the puncture site with a scalpel prior to insertion if necessary. The device history record review was performed and did not reveal any manufacturing related issues. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken.